Event description:
During a lap gastric bypassprocedure the jaws were not lined up properly. A second device was used to complete the case. There was no other info available.

Manufacturer narrative:
H4,6: info anticipated, but unavailable at this time. 510(k) number is k050344.